Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the last couple of months the patient had been seeing a message on their controller that said, 'internal device battery is low' and to contact their clinician. The patient said they saw two different manufacturing representative (rep) at their healthcare provider (hcp) office. The patient went to their healthcare provider and met with a representative who told the patient that the internal battery should not be low because they just put the device in in (B)(6) 2023. The caller stated that the didn't think the device was working because they were leaking all over themselves. The caller stated that the last time they saw someone was in december. The caller stated that when they were in office, the rep tried all the different programs and gave them additional programming options. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. The agent sent an email to the field to provide visibility on the callers situation.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device was working fine. This issue was not caused by normal battery depletion. There was no device issue only symptom control. To resolve the issue symptoms were discussed and medication was given. It was reported that the issue was resolved. It was unknown what caused the 'internal device battery is low' message.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.